Event description:
It was reported that the pts were complaining about discomfort and alleged skin breakdown in the ICU while on the mattress.

Manufacturer narrative:
The skin breakdown claim was a general claim from the customer and not reporting a specific incident.